Manufacturer narrative:
Additional information: h3. Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A biomedical technician reported to fresenius customer service that a dialyzer blood leak occurred at a hemodialysis (hd) user facility. Additional details were obtained through follow-up with the facility¿s clinic manager (cm). The cm stated the blood leak occurred within the first two minutes of treatment. The blood leak was confirmed to be internal. The cm said the blood leak was visually observed within the dialyzer, outside of the fibers. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive for the presence of blood. There was no physical damage noted on the dialyzer. Fresenius bloodlines were also being used. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. It was confirmed that the sample was available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician reported to fresenius customer service that a dialyzer blood leak occurred at a hemodialysis (hd) user facility. Additional details were obtained through follow-up with the facility¿s clinic manager (cm). The cm stated the blood leak occurred within the first two minutes of treatment. The blood leak was confirmed to be internal. The cm said the blood leak was visually observed within the dialyzer, outside of the fibers. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive for the presence of blood. There was no physical damage noted on the dialyzer. Fresenius bloodlines were also being used. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. It was confirmed that the sample was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The device was returned with the corporate provided blood port and adapter caps attached. Blood was present throughout the dialyzer, including on the outside of the fibers. During gross visual examination, a delamination was observed in the polyurethane (pu) on the cavity ID end extending from approximately 320° to 60°, with the dialysate ports at 0°. Further examination of the complaint device did not identify any other damage or irregularities. The sample was not subjected to a laboratory leak test as a delamination is known to affect the integrity of the dialyzer and cause a leak. The reported leak was able to be confirmed due to the delamination found during investigation.

Event description:
A biomedical technician reported to fresenius customer service that a dialyzer blood leak occurred at a hemodialysis (hd) user facility. Additional details were obtained through follow-up with the facility¿s clinic manager (cm). The cm stated the blood leak occurred within the first two minutes of treatment. The blood leak was confirmed to be internal. The cm said the blood leak was visually observed within the dialyzer, outside of the fibers. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive for the presence of blood. There was no physical damage noted on the dialyzer. Fresenius bloodlines were also being used. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. It was confirmed that the sample was available to be returned for manufacturer evaluation.